Event description:
On (B)(6) 2018 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio flex meter was reading inaccurately high compared to her feelings and/or usual results. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue began on (B)(6) 2018 when her daughter found her unconscious and sweating and performed a blood glucose test and obtained a result of ¿222mg/dl¿ using the subject device. The patient manages her diabetes with insulin (self-adjusts the dose) and denied making any changes to her usual diabetes management routine. The patient was treated by a friend with sugar approximately 1 hour after the alleged issue began. The patient subsequently visited her doctor¿s office on september 18 where her blood glucose was measured using a clinic meter with a result of ¿110mg/dl¿. At the time of troubleshooting, the csr confirmed that the meter was set with the correct unit of measure and that the test strips had been stored correctly and within expiry. The csr noted that the patient did not have any control solution. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior to them obtaining the alleged inaccurately high results, the alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.